Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a recent surgical procedure and removal of a prior cannula site, the user requested assistance with applying a new infusion site; customer support guided the site change and confirmed insulin delivery was resumed, after which the user experienced hyperglycemia with a reported blood glucose of 211 mg/dl. Symptoms included elevated blood glucose without reported ketone testing or other adverse effects. Outcomes included user monitoring at home with instructions to call back if further assistance was needed. Investigation included troubleshooting and user education via telephone. Investigation of this case revealed no device alerts or alarms and no definitive cause identified. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.